Event description:
Remove the tampon without the string- retained [foreign body in reproductive tract]. Strings coming undone and falling off [device breakage]. Strings undone and falling off, leaving me to remove tampon without the string [complication of device removal]. Consumer reported via e-mail that tampon strings are coming undone and falling off. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Remove the tampon without the string- retained [foreign body in reproductive tract] strings coming undone and falling off [device breakage] strings undone and falling off, leaving me to remove tampon without the string [complication of device removal] case narrative: consumer reported via e-mail that tampon strings are coming undone and falling off. No serious injury reported.